Event description:
It was reported that while performing a dca procedure, the tip of the guide wire separated and remained in the coronary. Attempts to retrieve the guide wire fragment were unsuccessful. Reportedly no pt sequelae was associated with this event.

Manufacturer narrative:
Quality assurance analysis of the returned device revealed the core of the wire was broken distal to the proximal solder. The wire retracted and stripped the coils from the proximal solder. Scanning electron microscopy revealed the wire had separated due to torsional overload. Quality engineering concluded the wire fracture was due to torsional force beyond the design limits for the device. It appears the tip may have been twisted several times before the fracture occurred. Quality engineering concluded that no corrective action is warranted at this time. As part of quality process, 100% of all guide wires are inspected during the packaging phase of mfg microscopically for damage, bends and kinks to ensure proper device structure and integrity. This MDR is considered closed by the quality assurance department.